Manufacturer narrative:
Note: the date of occurence for the incident was not reported to tenex health. The date of the complaint report to tenex health was used for the incident date in this report.

Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the handpiece. The case was completed with another handpiece. There were no patient complications.